Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). The purpose of this MDR submission is to include the additional event information received on 22 june 2021. [Additional information / conclusion]: the healthcare professional reported the physician was pushing the 4mm x 8cm cashmere 14 plat coil (src14040820 / l13233) through the concomitant microcatheter with much difficulty. When the coil was removed, it had stretched. Another cashmere coil of the same size was used without any difficulty. There was no delay in the procedure and no negative patient outcome reported. On 22 june 2021, additional information was received. The information indicated that the target aneurysm was 5mm x 6mm x 7mm located on the left middle cerebral artery (mca). The concomitant microcatheter used was an sl-10® microcatheter (stryker); continuous flush was maintained through the microcatheter. The resistance / friction issue reported was encountered during the coil advancement, during insertion through the microcatheter, before the coil exited the microcatheter. There was no resistance between the guidewire and the microcatheter when the target site was being accessed. The 4mm x 8cm cashmere 14 plat coil was the first coil chosen to be used for the procedure. There was no kink nor bend on the microcatheter that could have contributed to the reported issue; the same concomitant microcatheter was used with the replacement cashmere coil to continue with the procedure. When the complaint coil was removed, it was not detached. The additional information also indicated that the complaint coil is no longer available to be returned for evaluation and analysis. Based on complaint information, the device is no longer available to be returned for analysis. A review of manufacturing documentation associated with this lot (l13233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Coil resistance / friction is a known procedural occurrence. Removal and exchange of devices is common routine practice in endovascular procedures. If resistance is encountered, the system being inserted should be withdrawn as a unit to prevent injury. With the information provided, it is not possible to determine the root cause of the event. However, there are clinical and procedural factors that may have contributed rather than the design or manufacture of the device. Coil unraveling / stretching are known potential issues associated with the use of this device. The IFU provides proper handling instructions for the device to prevent such issue from occurring. The coil can become unraveled or stretched during attempts to withdraw it against resistance. With the information provided but without the complaint coil available for analysis, the reported issue related to the resistance / friction encountered during the attempt to advance the coil in the concomitant microcatheter and the stretched condition of the coil could not be confirmed through functional analysis and evaluation. The exact cause of the reported issue cannot be conclusively determined. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample. It is possible that the coil became stretched during the attempt to withdraw it from the microcatheter. The resistance / friction encountered during the attempt to advance the coil may have resulted in similar resistance / friction during the withdraw attempt resulting in the coil becoming stretched as reported in the complaint. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 4mm x 8cm cashmere 14 plat coil left the manufacturing facility with the embolic coil in the stretched condition as observed when the coil was removed. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: g.3, g.6, h.2, h.3, h.6, h.10, and concomitant products. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported the physician was pushing the 4mm x 8cm cashmere 14 plat coil (src14040820 / l13233) through the concomitant microcatheter with much difficulty. When the coil was removed, it had stretched. Another cashmere coil of the same size was used without any difficulty. There was no delay in the procedure and no negative patient outcome reported.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (l13233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.